Event description:
It was reported that the customer ¿receives error when she inserts cartridge. Sometimes pt will have to waste insulin and cartridges since pump cannot read it¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.